Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of bands prematurely deployed. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, all three speedband devices were attempted to be fired like normal; however, the second elastic band and even a band further back rolled over at the top of the first band. The same issue happened to the second and third speedband devices. It was noted that there was no difficulty experienced upon setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, all three speedband devices were attempted to be fired like normal; however, the second elastic band and even a band further back rolled over at the top of the first band. The same issue happened to the second and third speedband devices. It was noted that there was no difficulty experienced upon setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.